Event description:
Two days after implantation it was reported that an intermittent loss of capture was reported. At the moment biotronik has no further information concerning a revision procedure.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The follow-up data documented that the last successfully measured threshold was 0.5 v at 0.4 ms in all three channels, determined on (B)(6) 2018. On (B)(6) 2018 the capture control was pending due to an unstable threshold in the atrial as well as an unstable heart rate in the right and left ventricular channels during the measurement, as documented in the follow-up from february 22nd 2018. The root cause of the documented unstable heart rate was not determinable based on the information available for analysis. However, the data did not show any indication of an ICD malfunction.